Event description:
I got mentor smooth round gel breast implants on (B)(6) 2007. By the next year, I was having neurological issues. By (B)(6) 2009, I had a never conduction study that diagnosed me with polyneuropathy and the neurologist suggested I had ¿breast augmentation associated auto immune disorder¿ which I had never heard of and could find no info on so I continued to keep my implants until (B)(6) 2019 when I paid to have them removed after finding myself in perimenopause in my mid (B)(6) only three years after implant. Post-menopause at age (B)(6), nine years after implant, every auto immune symptom in the book but no auto immune diagnosis: headaches, joint pain, weight gain, hair loss, worsening neuropathy, gastric issues, you name it.